Manufacturer narrative:
The reported burning sensation was not able to be confirmed. Analysis of the returned ipg found it had no physical anomalies, communicated with all lab utilities, it passed all functional testing on the ate (automated test equipment), and no anomalous outputs were observed. The returned device also met the product requirement specification for heat generation during use. During analysis no anomalies were identified that would have existed prior to explant that would have contributed to the alleged complaint.

Event description:
It was reported the patient experienced heating at the ipg pocket site. In turn, the patient underwent surgical intervention wherein the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
Date of event: date of event is estimated. During processing of this complaint, attempts were made to obtain weight but not received.